Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: air and water cylinder has corrosion. Based on the results of the investigation, a probable root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 communication error. The event occurred during reprocessing. There were no reports of patient involvement.